Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, the patient's pulse generator exhibited a loss of pacing. Programming changes were unsuccessful. The physician suspected a device malfunction. The device was removed and replaced. During the procedure, the lead was tested and remained in use. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.